Event description:
During an in clinic follow up, high pacing impedance, r wave amplitude variation and an increased capture threshold were noted on the right ventricular (rv) lead. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.